Event description:
The customer reported to olympus, the screen suddenly disappeared on the endoeye flex deflectable videoscope during pre-use inspection. The intended therapeutic procedure was completed with another scope. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the phenomenon could not be confirmed. No significant visual defects were confirmed and no leaks were detected. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to an intermittent electrical contact failure resulted from attachment of foreign materials (residues of chemical agent, water scales, skin oil stains, dirt, lint of gauze, etc.). Olympus will continue to monitor field performance for this device.